Manufacturer narrative:
Lot number ¿ 18b043, 18c014, 18d016, 18d040, 18e016, 18e053, 18f019, 18g013, 18g033, and 18h041. Seven single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed for the devices, and the flow rate of the seven devices was found to be within specification. The reported condition was not verified. The returned devices were found to be conforming product ten (10) companion samples were also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed on the companion samples and the flow rates were found to be within the product specification. The reported issue was not verified through companion sample testing. A photograph of one sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported flow issue could not be verified through evaluation of the returned photograph. A batch review was conducted for lots 18b043, 18c014, 18d016, 18d040, 18e016, 18e053, 18g013, 18g033, and 18h041 and there were no deviations found related to this reported condition during the manufacture of any of the lots. A batch review has not yet been completed for lot 18f019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 19 </noe> malfunction events. It was reported that nineteen small volume folfusors had flow rate issues. Thirteen of the devices underinfused during patient infusion, five devices overinfused during patient infusion, and one device underinfused during testing prior to patient use. Of the 19 events, 1 did not involve a patient, and 18 involved a patient with no patient consequences. The patient for one event was reported to be an (B)(6)-year-old female. Patient identifiers were unknown for the remaining 18 events. No additional information is available.

Manufacturer narrative:
Two (2) additional single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. A batch review was conducted for 18f019 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.